Event description:
Revision surgery - the acetabular had a cyst on the cuff and lost fixation.

Manufacturer narrative:
The reason for this revision surgery was to remedy loss of fixation of the acetabular shell. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of product complaint report history shows this is the second complaint for this part number: one cross threaded screw during assembly. The root cause was not likely due to the cyst. There are no indications of a product or process issue affecting implant safety or effectiveness.